Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported about a lens defective noted during surgery. The lens was implanted and explanted during the same procedure. Additional information has been requested and received stating when the lens was being ejected it got caught and was cut into pieces to be removed from the eye.